Manufacturer narrative:
Qc was within established ranges before and after the event. The customer recalibrated the ise module with fresh calibrator. Root cause of the event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 600 synchron clinical systems for multiple patients. Five examples were provided by the customer, but only four exceeded the precision claim. Samples were retested and repeated results were higher for all four patients. The low na results were not reported out of the lab. There was no change to patient treatment.